Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6; -18.00/1.5/111 (sphere/cylinder/axis) implantable collamer lens had tore during loading, the lens got stuck in the cartridge or injection system, this was intended for the patient's right eye (od). This occurred on (B)(6) 2024. There was no patient contact. On this same date a replacement lens was implanted and the problem was resolved. The cause of the event was reported as user error and "other - the lens footplate tear during pulling the lens into the barrel of the cartridge". It was noted the device failed to perform as intended.